Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 02/17/2010 by fax and mail. A completed questionnaire was received on 03/02/2010. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported noting a crack in the intraocular lens (iol) caused by the injection cartridge following implantation. He also reported that the pt is experiencing blurry vision due to posterior capsule opacification (pco), not related to the crack in the iol. In a follow-up, the surgeon explained that the iol cracked after being injected in the eye and that the crack remains in the pt's visual axis.